Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer independently reset the pump, and continued to use for insulin therapy.